Manufacturer narrative:
This device is not available for return. A follow up MDR will be submitted upon completion of the device manufacturing records.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) and a px slim delivery microcatheter (px slim). During the procedure, a pc400 became stuck in the px slim while advancing it towards the target vessel. Therefore, the pc400 was removed. The procedure was completed using a new smart coil and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: please note that the following section is being updated based on additional information provided by a penumbra sales representative on 05/30/2021: 1. Section b. Box 5. Describe event or problem. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400 (pc400) and a px slim delivery microcatheter (px slim). During the procedure, seven coils were implanted successfully in the target location using the px slim. While attempting to implant the eighth coil, the physician encountered resistance while advancing the pc400 through the px slim. When the distal part of the pc400 was advanced out of the px slim, the pc400 became stuck. The physician released slack on the px slim; however, the pc400 still could not be pushed out. Therefore, the pc400 was removed. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.